Event description:
During surgery, the product broke within the patient. It was not removed because the physician did not think it was necessary. It will not be necessary to have a second surgery to remove the product. The doctor did not solicit an x-ray because he didn't think there would be a future problem. First request 4/17/13 for additional information; second request on 5/9/13. No further information is available at this time.

Manufacturer narrative:
The device has not been received for evaluation. (B)(4).

Manufacturer narrative:
Device evaluation: visual inspection of the device confirmed the defect that the shaft tip was broken at beginning of radial bend ¿hook¿ at distal end of device. No visual damage from misuse was evident on shaft. The device met all dimensions and material hardness print specifications. The cause of failure could not be determined. (B)(4).